Event description:
Primary filtered tubing was noted was noted to be leaking during a chemotherapy infusion. Approximately 20cc's was noted on the floor. The infusion was stopped and new tubing was connected. No harm to the pt.